Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coils stretched and prematurely detached. The patient was undergoing surgery for treatment of parent artery occlusion. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that opthalmic segment was planned for parent vessel occlusion. First coil 6x25 was taken after multiple attempts of repositioning coil stretched and prematurely detached. Next coil 7x30 was taken which also stretched and prematurely detached. The coil was removed from the patient with the catheter. No surgical or medical intervention was required. The pushwire was not bent or broken. There was no friction/difficulty during delivery. The coil was repositioned 3 times, the physician did not attempt to detach the coil, the physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. There were no patient symptoms reported. Ancillary devices include a neuron max sheath, navien guide catheter, echelon microcatheter, and avigo guidewire.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): two axium prime coils were returned for analysis within a shipping box; within their opened axium prime coil outer cartons and within their opened axium prime inner pouches. The echelon-10 micro catheter used during the event was not returned. Visual inspection/damage location details: the echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coils. The axium prime implant coil was returned already detached. The axium prime pushwire assembly was not returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports):n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium prime was returned with the implant already detached. However, the cause could not be determined. Since the included detach element was not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. The customer reported patient vessel tortuosity as severe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was considered possible that repositioning of the coils may have contributed to the coil damages.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.